Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink sensor (ID 826851) was inserted (right frontal) on (B)(6) 2024. Icp refractory despite medical management and lt frontal evd inserted on (B)(6) 2024 for csf drainage. On (B)(6) 2024 the icp sensor was consistently reading 10-12 mmhg lower than evd icp reading but does correlate with rise and fall of icp. Therefore, the icp sensor was removed on (B)(6) 2024; following icp reading from evd. The integra/codman icp monitor was connected to a patient monitor (philips) and the patient's lead was always connected.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink sensor (ID 826851) was returned for evaluation. Device history record (DHR) - the product code 826851with lot 7261771 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the catheter slight crimped/pinched 45 cm from connector end. The icp express read 556 and cerelink monitor acceptable. The device passed electronic, noise, linearity/hysteresis and signal drift tests. The complaint was not confirmed. Root cause analysis - based on the failure analysis, the exact issue reported by customer could not be confirmed as the device worked correctly. The possible root cause of the defect reported by the customer could be due to unstable sensor performance or incorrect selection of semiconductor components.